Event description:
It was reported that when using the bd pyxis¿ medbank tower aux validation code and override code did not work. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that validation code provided matches the valid medication order, but code was still not accepted. A technical support specialist (tss) remoted in and enabled the pharmacy provided validation code on profile and overrides and validation code on override items only settings in software options, allowing the customer to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.